Manufacturer narrative:
(B)(4). Concomitant medical product: partial femur cemented catalog # 42558000402 lot # 64587381. Biomet bc r 1x40 us catalog # 110035368 lot # zz44bj2604. Psn pk ve ply rl sz g 9mm catalog # 42528800709 lot # 64272611. Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00177.

Event description:
It was reported patient is experiencing pain and bone scan displayed implant loosening approximately one year post implantation. No revision is planned at this time. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates the patient had a moderate pain. This record doesn¿t confirms reported loosening issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001825034-2023-00867.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001825034-2023-00867.